Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (exposed wires, service code 204, belt/monitor unusable) has been confirmed.  Upon investigation the monitor failed incoming testing and displayed a service code 204.  The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force.  No adverse event resulted from the defective monitor. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connector damaged/stuck) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving service code 204 messages (belt/monitor unusable), had exposed wires, and a damaged connection between the monitor and the electrode belt.